Manufacturer narrative:
Pump passed the self test and displacement test. The power management tool confirmed pump error 25 alarms were triggered when backup battery loaded voltage was less that 3.5 volts for four consecutive hours due to resistance issue at the connector. Unit also alarmed pump error 68, pump error 49, power loss, failed battery test, low battery and replace battery now alarms due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, pump was monitored and functioned properly. Pump powered up properly after battery installation. No blank display noted. Pump passed the self test, and displacement test. The pump was monitored for a day and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to printed circuit board during visual inspection. Pump received with scratched case, pillowing keypad overlay, and a minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed power error. Customer's blood glucose was 149mg/dl at the time of incident. Troubleshooting found that the pump did not alarm low battery alert before the replace battery alarm. The product will be returned.